Manufacturer narrative:
Device evaluation completed on december 6, 2020: during the visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 8, 2020, additional information received indicated that date of explantation updated to on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade IV. (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female who underwent primary breast augmentation with a mentor memorygel, 430cc silicone prosthesis experienced right sided capsular contracture grade IV post procedure. A visual examination was performed by a physician and capsular contracture was diagnosed. As a result, patient underwent unilateral replacement with cat#: 3505430bc, sn#:(B)(4) on (B)(6) 2020.